Manufacturer narrative:
Siemens filed the initial MDR 2517506-2022-00244 on 13-sep-2022. Additional information (27-sep-2022): the customer indicated that an inexperienced operator was processing samples at the time of the incident. This operator was having issues running the instrument and observed issues with cuvette loading. The customer was able to clear the cuvette loading without assistance from siemens and denied service. The instrument has been performing as intended. To verify instrument performance, the customer ran patient comparisons. No additional information was provided by the customer. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 instrument. The falsely depressed results were reported to the physician(s). The samples were repeated on an alternate dimension vista 500 instrument. The repeat results were higher than the discordant results. The repeat results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed co2 result.

Manufacturer narrative:
A united states customer contacted a siemens customer care center (ccc) to report that falsely depressed carbon dioxide (co2) results were obtained on four patient samples on a dimension vista 500 instrument. Quality controls recovered within acceptable ranges on the day of the event. The customer reloaded the cuvettes, which resolved the issue. The customer refused service from siemens and suggested potential operational issues at the customer's site. The cause of the falsely depressed co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.